Event description:
Customer reported to beckman coulter, inc. (Bec) that there was a leak under the coulter ac*t diff 2 analyzer after bec field service engineer (fse) replaced the crimped tubing through the pinch valves. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. The fse found the waste pump was intermittently not turning on, preventing the baths from draining properly. The fse replaced the waste pump. The fse verified the repair was performed per established procedures. The fse verified the results met published performance specifications.

Manufacturer narrative:
This report is one of two reports related to two events that occurred on two different days. This report is related to MDR #1061932-2011-02718. Bec identifier for this complaint is (B)(4).